Event description:
I ordered a fpt (feminine personal trainer), from "a time for me" catalogue. I washed it and tried to insert in, but it was too big. I tried to force it but it hurt. On the second day, after this (late 2008) I got a raging uti and yeast infection. It is the only thing inside for the last 2 years. It had to be the fpt that caused the uti and yeast infection. This means that instead of disposing of returned items, they are reboxed and resold.